Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported: suture breakage and needle pull off. An opened box with fifteen unopened samples of product code meq484 were returned for analysis. During the visual inspection of fifteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects or breakage suture were observed. Functional test was performed on thirteen needle-suture combinations and the pull force were above the minimum requirements. However, the tensile force results on five samples of fifteen did not meet the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the five samples, the assignable cause of the suture breakage is tensile strength failure and the tested samples did not meet the finished goods requirements. According to the condition of the thirteen samples, no needle pull off was found and the tested samples met the finished goods requirements. Per the condition of the ten samples, no suture breakage was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2018, and a suture was used. During surgery, the needle separated from suture, and the suture broke very easily. There were no adverse patient consequences reported.